Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned loaded inside the capsule of the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar fully submerged in cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a severely crimped state, most notably at the waist and inflow. All leaflets were dehydrated and exhibited signs of creasing and frame imprints. These conditions are possibly associated with the valve being crimped inside the capsule of the delivery system for an unknown duration of time. The leaflets were stiff yet slightly flexible. As received, all leaflets appeared partially closed. Gap observed between all leaflets. All commissures appeared intact. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded; however, valve appeared to maintain a compressed condition. It is possible the compressed state may be associated with the valve being crimped in the capsule of the delivery system for an extended period of time. Due to the return condition of the valve, loading and deployment simulations were not performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the patient's annular calcification contributed to the infold. A procedure delay of approximately 15 minutes occurred due to the infold.

Manufacturer narrative:
Updated b.5 updated imf code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, no misload occurred during loading but an overlap to node 2 was seen. During first deployment attempt, a clear infold appeared. The valve was recaptured and removed from the patient. A new valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012013170); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012109274); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.